Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing on the surface of the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.